Manufacturer narrative:
(B)(4). The field entry does not represent the date of birth of the patient and should be read as ¿no information¿.

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse. No injury or medical intervention was reported.